Manufacturer narrative:
Common device name: catheter uretheral. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Consumer reports using qty 1 ultram12c from a sample pack, lot # 210813-3 and it "felt sharp" in urethra. This was his first time trialing this catheter. He said it felt sharp in his urethra all the way in the insertion and removal of the catheter. He has no allergies he is aware of to lubricant or of any kind. He said it felt sharp, "like it was digging into his urethra." No sharp edges, abnormalities he could see or noted at all with the catheter itself. He mentioned he has very poor eyesight and this catheter is coated in lubricant which would have made it hard to see/ notate abnormalities. He said it felt like the "front leading edge" up near the eyelets is where the felt the sharpness more. He said the discomfort ended as soon as the catheter was removed. Denies any bleeding. No medical intervention sought. He has not had this feeling occur with other catheters. He said the lubricant itself felt dry and thick compared with multiple other catheters he has trialed and he did not like it. He did place the catheter in with the coude tip correctly pointing upwards, making sure blue line was upwards.